Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00758, 3005168196-2018-00760. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, the physician experienced while advancing a ruby coil through a non-penumbra microcatheter and the ruby coil became stuck. The physician then reposition the microcatheter,and attempted to advance the ruby coil; however, was still unable to advance the ruby coil, therefore it was removed. Next, the physician attempted to advance a new ruby coil, however the same resistance was experienced and the ruby coil became stuck. While retracting to remove the ruby coil, it unintentionally detached from the pusher assembly. The physician therefore removed the microcatheter with the detached ruby coil inside. The physician then placed a new non-penumbra microcatheter and attempted to place another ruby coil, however resistance was experienced again despite attempts to reposition the microcatheter. The ruby coil and microcatheter were removed and the procedure was completed using a lantern delivery microcatheter (lantern) and additional ruby coils. There was no report of an adverse effect to the patient.